Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 6 and actual value was 26.7. Per wo notes, it was determined that the device had a failed mixing pump. Chiller temperature (t4) was 22.0, no water coming from the left port.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Per wo notes, it was determined that the device had a failed mixing pump. Chiller temperature (t4) was 22.0, no water coming from the left port. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 6 and actual value was 26.7. Per wo notes, it was determined that the device had a failed mixing pump. Chiller temperature (t4) was 22.0, no water coming from the left port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.